Manufacturer narrative:
Insulin pump was received with motor error alarm during basic occlusion test and unable to prime at 4.0 pounds during prime test due to faulty force sensor resistor. Motor passed motor test. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. Insulin pump had missing end cap sticker, minor scratched lcd window and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the device alarmed motor error alarms. Customer's blood glucose was 13.8 mmol/l. Device was able to rewind. Device passed the displacement test. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.